Manufacturer narrative:
The relationship between the coopervision device and the event is unconfirmed.

Event description:
The patient sought medical attention with symptoms of poor vision, pain and redness in the right (od) eye after instilling the contact lenses. The patient was diagnosed with keratitis and prescribed dexagel, dexedo, arlelac gel and systane, and provided with a bandage lens. The eye care provider states the patient was treated for the condition of microbial keratitis in both eyes. The treating physician states that as of (B)(6) there was a significant improvement, however the patient outcome is unknown. This event is being reported due to the use of medical intervention or medication to prevent or preclude a permanent injury.